Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages were observed on the needle mechanism, which was reset and redeployed successfully. No problem was found regarding the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and hyperglycemia or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 24 mmol/l (432 mg/dl). The pod was worn between 5 and 24 hours on the leg. It was noted that the cannula inserted into the infusion site but was not visible upon removal of the pod. Hyperglycemia treated with a new pod.